Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events : acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient did have to undergo cut-down to the lateral circumflex femoral artery (lcfa) post operation and a large hematoma was noted at the 5fr access site; which a cut-down was performed for hematoma evacuation and surgical closure of the artery. However, the patient received 4 units of packed red blood cells ( prbcs), due to the hemoglobin level dropped and the blood loss was noted in left groin upon drape removal and surgical cut-down was performed for repair. Surgical cutdown was performed and the device was explanted without any issues and the artery was closed and repaired.

Manufacturer narrative:
The investigation for the reported vascular damage - peripheral vessel issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.